Event description:
It was reported that the patient underwent a posterior spinal surgery at l5-s1. Approximately, 8 years post-op, the patient underwent a revision surgery to remove the broken screw. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.